Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a crossing difficulty occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The 4.00x32mm promus element plus was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent was damaged at the centre. Two strut rows appeared pinched/ flattened. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).